Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative received return mailer kits this week and would ship the battery by tomorrow.

Event description:
It was reported that patient experienced an infection and had to have everything removed. The symptoms reported were drainage and incisional wound opening at the device pocket site. The type of infection was reported as unknown. It was reported as unknown if culture was taken or patient was treated with antibiotic. The health care provider and the patient want to replace the device in the future once the infection is healed. It was later reported on (B)(6) 2014 that the date of the onset and the diagnosis of the infection were unknown. The patient having meningitis was reported as unknown. The treatment instituted for infection was reported as unknown. The patient was receiving great therapy relief; however the lead and battery had to be removed in order to treat infection. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. (B)(4).

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va0hmvb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient lost their implant because it would never heal due to lots of fluid. When they had it implanted, on (B)(6) 2014, it never healed. In (B)(6) 2014, they had it explanted since it never healed. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hmvb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).